Event description:
It was reported that durign a vats lung resection procedure, the knife did not retract and the anvil did not open. The surgeon applied counter traction and pulled the stapler off the lung. Consequently, this damaged the tissue and the the area had to be resected. This did not lead to significant lung volume reduction. There was minimal blood loss and the patient did not required any blood products. Another device was used to complete the case.the patient is doing fine.